Event description:
Customer states: "dr. Placed this stent for 3 months. Prior to replacement, he observed that the stent was broken off with x-ray. He withdrew the stent with forceps, it was broken off at the upper part. He placed an 6 fr endo-sof-p stent right now.''

Manufacturer narrative:
One plastic bag was received containing a 4cm portion of the stent body with one curl inside a petri dish. The stent separation was noted to have occurred at a sideport. Forcep marks were also noted near the second sideport near the curl. Two of the sideports on the stent body were noted to have a cracked appearance. The distributor was contacted for additional info. The distributor indicated the stent was removed from the normal indwelt position using a ureteroscope and grasping forceps; no open surgery was performed to withdraw the separated stent. The stent was removed due to periodic replacement not due to the separation. The distributor also stated the doctor firstly withdrew the lower portion and discarded it and secondly he withdrew the upper portion that was returned for evaluation. Unable to determine what has caused this to occur. Should any additional information become available, it will be forwarded.